Event description:
The customer reported the air and water flow of the evis lucera elite gastrointestinal videoscope was weak when preparing the scope for use. The intended procedure was unknown. There was no delay and the procedure was completed using a similar scope. There was no reported patient harm or impact, due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was foreign material in the air/water tube. The report is being submitted due to foreign material in the air/water tube found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in adverse event or product problem, evaluation found the electrical safety test failed due to damage to the distal end cover, angulation in the up direction was out of standard due to worn angle wire, insertion was not working due to blocking of the channel tube, liquid leaked due to damage to the channel tube, perforation of the channel tube, deformation of the right/left knob, deformation of the upward/downward knob, blockage of the air/water channel, the light guide bundle was broken, the charged coupled device lens was creased, the objective lens was scratched, the bending section cover glue was cracked, the connecting tube was crumpled, the grip part was deformed, switch #2 was deformed, the scope cover was deformed, there was a crease at the scope connector protector and the control part of the universal cord, and there was corrosion at the scope cover unit due to leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no physical damage at foreign object detection point and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.